Event description:
It was reported that; doctor was performing an alif. He decided on a specific trial to use. He loaded the trial of choice onto the trial handle and inserted it into the disc space. He then used the mallet to insert the trial into the final position. He then tried to unscrew the handle to take an xray. As he tried to unscrew the tip broke off and the remaining piece was stuck in the trial. He used a coker to pull the trial from the disc space. He then used the second trial inserter in the tray. He chose a bigger trial for the second measurement. He did the same technique as the first trial. He used a mallet to get the trial where he wanted it in the disc space. He unscrewed it from the trial to take an x ray and when he tried to screw it back into the trial he was unable to because the second inserter tip was bent.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: according to the IFU, instruments that have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery. Conclusion: the plausible root cause of this event can be: "too much removal force during trial removal" or "the age of the device > 2 years."

Event description:
It was reported that; doctor was performing an alif. He decided on a specific trial to use. He loaded the trial of choice onto the trial handle and inserted it into the disc space. He then used the mallet to insert the trial into the final position. He then tried to unscrew the handle to take an xray. As he tried to unscrew the tip broke off and the remaining piece was stuck in the trial. He used a coker to pull the trial from the disc space. He then used the second trial inserter in the tray. He chose a bigger trial for the second measurement. He did the same technique as the first trial. He used a mallet to get the trial where he wanted it in the disc space. He unscrewed it from the trial to take an x ray and when he tried to screw it back into the trial he was unable to because the second inserter tip was bent.